Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation.

Event description:
It was reported that patient underwent a right humeral fracture procedure on (B)(6) 2014. During the procedure, it was reported that the distal cortical screw head was stripped while being inserted. The surgeon decided that the screw was in a good position and cut off the head of the screw and left the screw in the patient.